Event description:
Nurse asked me to enter room to check bipap, which was alarming with desaturation to 88. Readjusted mask and reduced leak and volumes improved and spo2 increased to 98. Attempted to reset alarms and none of the keys would work. Was unable to reset. Took patient off and performed the exhalation port check which passed, but again unable to depress any of the keys to return to previous settings. This rendered the bipap inoperable. Manually provided oxygen via resuscitation unit while nurse secured a high flow oxygen cannula. Set up patient on high flow nasal cavity (hfnc) 15 liter with spo2 98 while another bipap was secured. Patient currently remains on hfnc-15 with new bipap in the room.